Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2007, the patient fell onto his knees while slipping on some ice back in (B)(6) 2023. This adverse event was solved by revision surgery on (B)(6) 2024, in which the gii ps insert sz 5-6 9mm was exchanged. Current health status of patient is good. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the post of the insert was broken. The visual also reveals scratches and gouges. The clinical/medical investigation concluded that based on a review of the information provided, the root cause of the reported adverse event was the result of the patient falling on to his knee. The impact to the patient beyond the reported fall and the subsequent revision could not be definitively determined. No further clinical/medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of polyethylene ram-extruded rod and compression-molded rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.